Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Depuy synthes has been informed that the lot number is not available.

Manufacturer narrative:
Additional narrative: examination of the returned femoral head does not lend to any conclusions regarding the reported infection. A search of the complaints databases finds no other reports against the etched manufacturing lot code. Review of device history records finds no related deviations or anomalies that would have contributed to the reported event. The patient was reportedly implanted in early (B)(6) 2014 and revised for infection in (B)(6) 2015. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Hip revision performed on (B)(6) 2015 at (B)(6). Primary surgery was performed approx a couple of weeks before (B)(6) at (B)(6). Reason for revision: infection (source of infection unknown). The surgeon did not indicate that this was caused by our prosthesis. Only the head was revised during revision. Photo of the removed implant is available. Patient was fine post surgery. No further information is available.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.